Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported inaccurate readings: subsequently the patient was treated based on the readings. The anesthesiologist reported that the tubing on a new set was "kinked in half, lowering bp by 20 to 30 mmhg." The customer contact reported that the anesthesiologist" inappropriately" treated the patient for "hypotension." The specific treatment given was not provided. After the kink in the tubing was noted, the anesthesiologist manipulated the tubing to alleviate the kink and the patient's blood pressure returned to "normal range." There were no reported adverse patient effects. No medical treatment was necessary. Though requested, no additional information was provided.